Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported a 1707/coupling issues error. Pt stated about three months ago their recharging process began being harder to connect to their ins. Pt also stated around that time they realized their ins would move or lift up. Pt mentioned they do not recharge with their handset. Pt confirmed using their recharging belt and stated that they walk around while recharging their ins. Pt also stated they really need to recharge because they cannot pee without their device. The following troubleshooting steps were performed; located the ins by looking for incision and/or palpating the ins (pt stated they could feel one side stick out more than the other), repositioned the recharger, apply comfortable pressure to the recharger or consider tightening the recharging belt. Reviewed recharger placement and recharging using their handset. Pt's handset battery was depleted at the time and was recharging. Pt stated they were able to maintain a recharging session while on the phone. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient reported that recharger light was turning red. However, patient's handset wasn't used during the call so it wasn't confirmed which error code was occurring and patient never confirmed seeing a 1707 code previously.